Event description:
Customer stated that her (B)(6), daughter, was hospitalized and awaiting a heart transplant. A tegaderm dressing was applied to the PICC line in pt's arm following a prep with betadine. Pt's mother alleges that the entire area under the dressing had blistered and the skin irritation spread into the pt's armpit. Pt's mother stated that her daughter's skin was oozing with fluid from the blisters, and that the PICC line had slipped out and had to be replaced. Physician prescribed oral benadryl and topical hydrocortisone. The pt's mother is questioning if her daughter may possibly have an allergy to tegaderm and/or betadine. A test with a small piece of the tegaderm on the pt's forearm without prep will be tried, under the supervision of a nurse to determine if the pt's skin develops an irritation. A sorbaview dressing is in place on new PICC line without any skin irritation.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.